Event description:
The customer obtained a non-reproducible, lower than expected, vitros amon quality control result on a vitros 5600 integrated system. Qc fluid biorad 3 = 181.7 vs. An expected result = 238.3 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros amon patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected, vitros amon quality control result was obtained on a vitros 5600 integrated system. An ocd field engineer replaced the microslide incubator rotor and evaporation caps and performed additional cleaning within the incubator to return vitros amon to expected performance using the same reagent lot. The root cause of the event is most likely analyzer related. There was no evidence that a reagent related issue contributed to the event.